Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed there was no repair history. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacture for investigation; therefore, the exact cause of the reported issue could not be conclusively determined. The legal manufacturer determined that there was no problem with the concerned device, but the problem was in the scope that was used. It is also possible that a user connected the electrical contacts of the video connector to the subject device when the contacts are not completely dry or when a foreign material (residue of medicinal agent, water scale, sebum, dust, or lint of a gauze) was adhered to the contacts. When the electrical contacts are unstable, the communication between the scope and the video processor may fail and b30 error may be displayed. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The reported b30 error code could not be duplicated, however, during inspection testing found a worn out video scope connector latch attributing to poor/intermittent connection with videoscopes. Additionally, a software upgrade to the latest version is recommended. The video connector was replaced and updated software to latest version. Unit passed electrical leak test and all functional tests. All video output signals and images tested ok. The original equipment manufacturer¿s investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The sales representative was informed by the user facility that their visera elite video system center was getting a b30 (scope communication) error code during preparation for use on (B)(6) 2021. No patient involvement or harm was reported.